Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated b5, b7 . Updated f10 device code for additional codes - 2921 and 2507. Updated h6 method code for additional code - 3331 and 4112. H11: corrected data ¿ replaced h6 conclusion code 4315 with 50.

Event description:
It was reported that a patient with a 29mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of three (3) years, 10 months due to severe stenosis and severe regurgitation. Tee demonstrated immobile anterior leaflet with override of posterior leaflet. The tmvr was performed successfully with a 29mm 9600tfx. The patient was discharged home in a stable condition on pod #3.

Manufacturer narrative:
UDI no: (B)(4). Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. The DHR has not been completed yet. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of three (3) years, 10 months due to stenosis and regurgitation. The tmvr was performed successfully with a 29mm 9600tfx.